Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip detachment was confirmed. It may be possible that the distal end of the introducer sheath was angled or bent such that during withdrawal, the supera tip caught on the edge of the sheath and separated; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number (B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the calcified left superficial femoral artery. The 6.0 x 120 mm supera stent delivery system (sds) was advanced. Prior to deployment of the stent, the hi torque steelcore guide wire feedback stopped; therefore, the decision was made to remove the sds which was done without resistance felt. After retraction it was observed that the soft tip of the device had separated and was located on the guide wire. The guide wire was pulled back so that the soft tip was able to be retrieved. Nothing remained in the patient. A new supera sds was advanced over the same guide wire, was deployed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.